Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus received a voluntary medwatch report # mw5058477 which states: "the tip of the ureteral access sheath broke off during procedure. Discovered when sheath was removed." Olympus was unable to follow-up as the name of the reporter and the user facility name were not provided.